Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 924256, lot# 082222817a, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: accessory. Product ID: sr-6000 lot# 082a14217, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: accessory. Product ID: sr-6000, lot# 082a14217, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the stimloc screw tips were blunt or broken. The issue was noticed while the surgeon was screwing the stimloc base ring on. One screw from two different stimloc sets of the same lot number broke during the procedure/were blunt. Then a third and a fourth screw was opened, used, then removed (sr-6000 - 082a14217) because both seemed to have a blunt/broken tip. The surgeon removed the four screws with issues. The broken screws didn't harm the patient and they were removed by the surgeon. The surgeon used normal pressure in screwing the stimloc ring in, but the screws in two stimloc kits still broke. A backup sr-6000 pack was opened and 2 screws from that pack broke also. The surgeon was successful in using additional sr-6000 screws in the end to fasten stimloc. The new screws were used - 4 broken/problematic screws were removed - tip of the two screws looked broken off after removal and surgeon assess tips could have remained in the bone. The new screws were used - screws with issues were removed. The issue was resolved at the time of the report. It was also reported that there were no negative side effects. The screws in two stimloc kits still broke. Two (2) screws from the pack were dull or possibly broke during insertion and were removed also. The surgeon was successful in using additional sr-6000 screws. No cause/contributing factors were noted. No troubleshooting or diagnostics were needed. This issue was resolved at the time of the report, as well. The hospital kept screws in the biohazard bag,and they refused to allow the release of the four screws. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.